Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that (2) consecutive staplers fired well on the first firing, then "pushed 7 or 8 staples out before jamming" on the second firing. The contact person states that she did wipe the anvil off after the first firing with each stapler. A third tlc75 was pulled and worked fine. There was no consequence to the pt.